Event description:
During a thoracoscopic lung wedge resection. The approximating lever broke when closing the device. The surgeon used another instrument to complete the procedure. No pt injury reported.